Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged difficulty breathing/short of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. In an external and internal inspection. Unknown white, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. White contamination in the iso port. Dust-like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box and in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, section h6 has been updated.